Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as the stylus did not work correctly due to an x-y board problem. It was also noted that the left and right keyboard hinges were broken. The light emitting diode (led) window on the radiofrequency head was cracked. The company logo button was broken. The paper tray was nearly empty. The anti-slip layer of the radiofrequency head was worn. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer which was returned for preventive maintenance subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.